Event description:
Information was received that no patient injury resulted.

Event description:
Information was received that while a smiths medical tracheostomy kit was in use, the ventilator alarmed due to an air leak. The device tube was then replaced. No adverse effects reported.